Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
Alleged failure: a foreign material was found inside the package the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging or manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: (B)(4).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging.